Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that he had been off the pump for three days and had been treating with manual injections. The pump initially alarmed low battery and then had a blank display. The following alarms were in the pump history: battery out limit, low reservoir, bad battery and weak battery. The customer had been using three brands of batteries and was advised that this could have been affecting the pump. The pump kept resetting to the version software screen and giving blank displays. The customer was advised to use a new battery and they were able to program the pump and set the time/date but it started resetting and went blank after putting it on the table. The customer was advised the use a different brand of battery. The pump had no physical/cosmetic damage. The insulin pump was not returned for analysis.